Event description:
Information received from the field notes that the patient presented to the clinic with a twitching left arm. Auto- capture was set to high output mode. Ventricular lead impedance was <200 ohms in both bipolar and unipolar configurations. X-rays did not reveal any abnormalities. The physician elected to leave the device implanted and monitor the patient closely.